Event description:
Customer called in for assistance with rewinding the insulin pump. The customer mentioned that the paramedics had just left her house. The customer called the paramedics because she had not eaten her meal and was sitting in the car in a state of confusion. Blood glucose reading at the time was 37 mg/dl. Assistance was provided for rewinding the insulin pump. Nothing further reported.

Manufacturer narrative:
.